Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide lot number. Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? We regularly contact with sale rep about the device returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2024 and suture was used. It was reported that during an unknown cardiovascular surgery, it was not a control release needle. The suture was broken at a point where the doctor was not operating. There were no adverse consequences to the patient. Additional information was requested.